Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 500:320:658. Upon review of the event history, this condition was found to have interrupted delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). During a review of the event history, a colleague infusion pump with error code 500:320:658, which interrupted delivery. This was not reported by the customer. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 5.08.92. (B)(4). Evaluation: the device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not determined. No repairs were made to correct the condition. If any additional information is received, a follow-up MDR will be sent.